Manufacturer narrative:
The tech found the caster stem was still in the caster sleeve. He replaced the caster to repair the bed.

Event description:
Info received indicates one of the free wheel casters snapped off from the caster stem.